Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and confirmed that the reported issue was resolved after replacing the endoscope. The system was working properly and no additional action was required. Isi received the endoscope involved with this complaint and completed the device evaluation. Endoscope adapter bearing friction was observed, which can contribute to the customer reported problem. No issue was found with images. Good images were seen in both eyes. No related errors were found in the logs. There was laser marking on the housing and damage on the main housing. The transmittance test failed. Cable and payload tests passed.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, arm #2 movement was off. The 30-degree endoscope was installed in arm #2. The customer reseated the sterile adapter on arm #2 with no success. The customer installed a backup endoscope on arm #2 to resolve the reported issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted no related errors. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter (nurse) and obtained additional information: per surgeon, when he attempted to move the camera, the arm was sticking, and it would not move intermittently.